Event description:
Reportedly, on (B)(6) 2018, USA crm technical services was informed that the as-shipped polarities of the subject pacemaker were unipolar instead of bipolar. As reply pacemakers are designed to prevent polarity reprogramming from unipolar to bipolar without normal lead impedance measurement, the polarity cannot be reprogrammed before implantation. Preliminary analysis confirmed the reported event and showed that it was related to an inadequacy in manufacturing.

Manufacturer narrative:
Please refer to the attached analysis report.

Event description:
Reportedly, on (B)(6) 2018, USA crm technical services was informed that the as-shipped polarities of the subject pacemaker were unipolar instead of bipolar. As reply pacemakers are designed to prevent polarity reprogramming from unipolar to bipolar without normal lead impedance measurement, the polarity cannot be reprogrammed before implantation. Preliminary analysis confirmed the reported event and showed that it was related to an inadequacy in manufacturing.